Event description:
The patient reported that the mini cap became loose against the transfer set during use. There was no patient injury or medical intervention. There was patient involvement. (This complaint is for the transfer set.)

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was returned for evaluation and a visual inspection, leak testing, clear passage testing, clamp function testing were performed with no issues noted. The reported issue could not be confirmed and the cause could not be determined. If additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the transfer set has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional relevant information becomes available. (Same patient in related (B)(4).)